Event description:
Pt allegedly had a painful knee. At revision, baseplate was found to be loose with no cement adherence. All other components were stable and well fixed.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event can not be verified with the limited info that was provided.